Event description:
It was reported that 3 insyte autogard bd pro catheters had a needle that would not retract. The following information was provided by the initial reporter: 2 different nurses inserted the IV the white button that retracts the needle did not work. The white button was already pushed out. Unable to thread the catheter off the needle. The needle never retracted at all after several attempts. The incident occured 3 different times.

Manufacturer narrative:
H6: investigation summary bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. A device history review could not be completed as no batch number was provided. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 insyte autogard bd pro catheters had a needle that would not retract. The following information was provided by the initial reporter: 2 different nurses inserted the IV the white button that retracts the needle did not work. The white button was already pushed out. Unable to thread the catheter off the needle. The needle never retracted at all after several attempts. The incident occured 3 different times.